Event description:
It was reported that prior to the initiation of a transcatheter aortic valve implant procedure, it was decided to utilize a direct aortic approach from the right second intercostal space. Therefore, the procedure began by cutting the patient's second rib due to the patient's history of asbestos exposure and calcification of the pleural plaques. The 18 french (fr) non-medtronic (dryseal) introducer sheath was then inserted into the patient and the transcatheter aortic valve was successfully implanted. As the 18 fr introducer sheath was being removed, the suture thread broke. This resulted in bleeding from the patient's access site, which led to the patient developing hypotension with pressure's in the 40's. As the access site was being repaired, the patient was administered blood transfusions. Additionally, autologous blood collection devices were used. Due to poor field of vision, the access site repair took approximately an hour. After felt was applied to the wound, the procedure was completed.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2026; explant date: n/a. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.